Manufacturer narrative:
Investigation - evaluation: a review of manufacturing instructions, specifications, quality control data was conducted during the investigation. The complaint device was not returned; therefore, device failure analysis and physical examination of the device used in this case could not be performed. Additionally, the lot number for this product is unknown. A review of the device history record and complaint lot search could not be performed. Clinical assessment: the cope gastrointestinal suture anchor sets are intended for anchoring the anterior wall of the stomach to the abdominal wall prior to introduction of interventional catheters. The patient had the suture anchors in place for approximately 12 years. Per the IFU, ¿the sutures may be left in place for up to two weeks while tract formation occurs, or cut earlier when deemed appropriate by the physician. Cutting the sutures releases the anchors into the stomach, allowing their passage via the gastrointestinal system.¿ based on current information, it is feasible to suggest the probable cause of this event is medical procedure related. Regarding the allergy, neither the label nor the instructions contain information that silicone is used in the device. However, there is no information from the patient informing the physician of a silicone allergy. In addition, there is no information stating how long after placement of the anchors the patient experienced pain. It is very feasible to suggest the patient¿s pain was related to the suture anchors eroding in the stomach and causing holes. A document-based investigation evaluation showed no evidence to suggest the product was not made to specifications. The device is shipped with IFU t_gia_rev5. The IFU gives precautions, instructions for placement and use of the device. In a note in the IFU, the following statement is made: "the sutures may be left in place for up to two weeks while tract formation occurs, or cut earlier when deemed appropriate by the physician. Cutting the sutures releases the anchors into the stomach, allowing their passage via the gastrointestinal system." Because the patient made the statement that the anchors had been in the stomach for 13 years, a review of previous revisions of the IFU t_gia was conducted. In every revision from rev0 through the current rev5, the above statement that the "sutures may be left in place for up to two weeks" and that cutting the suture "releases the anchor into the stomach allowing its passage via the gastrointestinal system," is made in the IFU in each revision. The revisions that were reviewed go back to the year 1995, which would predate the patient's claim of having the anchors placed 13 years ago. The root cause of the incident is that the suture anchor was not passed by the gastrointestinal system as expected. This then led to the adverse event of alleged allergic reaction to silicone and surgical removal of the device as claimed by the patient in his statement. Per the quality engineering risk assessment no further action is required. We will notify the appropriate personnel and continue to monitor for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The patient reported that the anchors of the cope gastrointestinal suture anchor set eroded their stomach and caused the formation of holes. The anchors were sewn to the patient's abdominal wall as part of a surgery approximately 12 years ago, and were reportedly removed two years ago. The patient is currently experiencing extreme pain as a result of the issue. The product is reportedly unavailable for return.